Event description:
It was reported that there was a malfunction resulting in inability to initiate mechanical ventilation during testing. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. After disconnecting and reconnecting the flow sensors, the issue was resolved. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.